Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer explained that she had a procedure done the day prior to calling and removed the insulin pump for a couple of hours. Blood glucose was 80 mg/dl before the procedure, then 180 mg/dl after the procedure and over 500 mg/dl when arriving home. The customer also reported that the day of the call, the insulin pump alarmed battery out limit while she was driving and then it went completely blank. She changed the battery and the display returned and had to set up time and date. Blood glucose was 174 mg/dl. Customer was advised to monitor the insulin pump.